Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed the slender arm was stiff. The piston migration was at 1.7 inches. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include contamination and debris entering the mechanical joints of the device damaging the pressure rings or pressure cups. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider 2, tenet was not working. The malfunction happened during a shoulder arthroscopy and it was solved changing the broken unit. No patient injury was reported. Results of investigation have concluded that this unit had a stiff slender arm which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.